Manufacturer narrative:
B3: event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced bacteremia infection beginning on (B)(6) 2023. They had fever with elevated white count. The patient had candidemia and was on suppressive voriconsole.